Manufacturer narrative:
Date sent: 06/05/2008. The analysis for the mcm20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the anti-back up lever was found disengaged, therefore, not allowing the proper cycling of the instrument. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were found.

Event description:
It was reported that during a donor nephrectomy procedure, opened applier and tried to apply clips, but no clips came out. The surgeon passed the applier, who tested the applier, which fired ok but no clips were present. Another device was used to complete the case. There were no adverse consequences to the pt.